Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction made to h6 component code: 452: electrical lead/wire does not apply to this event. Correction is being made to previously submitted g3: date received by manufacturer. The correct date was 04/25/2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the foreign material adhered to a part other than the external surface of the device, making it impossible to remove through reprocessing. The cause of the foreign material could be attributed to physical stress resulting from impacts to the distal end of the device or dropping it, or chemical stress caused by the solution used. Additionally, adhesive around the light guide-lens may have peeled off, allowing moisture to enter and corrode the light guide-lens. However, a definitive root cause for the corrosion inside the light guide lens could not be established. Also, based on the results of the investigation, the foreign material may not have been removed since reprocessing could not be conducted properly due to leakage from a cut on switch 1 and from deformed right/left knob and up/down knob, resulting in lost water tightness. However, a definitive root cause for the knob wire having foreign objects could not be established. The instruction manual for detecting corrosion inside the light guide lens states the detection method associated with the event in 'tjf type 150 operation manual chapter 3 preparation and inspection'. The instruction manual for detecting foreign objects in the knob wire states the detection method associated with the event in 'tjf type 150 operation manual chapter 3 preparation and inspection' and preventative measures in 'tjf type 150 reprocessing manual 3.5 manual cleaning'. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the duodenovideoscope exhibited corrosion inside the light-guide lens and foreign material on the forceps elevator wire. There was no patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, found that the duodenovideoscope¿s k-wire (knob wire) had foreign objects. There were no reports of patient involvement.